Manufacturer narrative:
A device history record (DHR) review was conducted; no anomalies were found. The product was released based on the manufacturer's acceptance criteria; therefore, no additional investigation is required based on DHR. A complaint history examination indicates this is the third complaint received for the reported issue against the components of the reported final lot. One sample was returned for evaluation. The sample was visually inspected using 25x magnification and found to be conforming. Aspiration and actuation testing were performed and found to be conforming. Cut testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There was slight resistance felt when removing the inner cutter from the needle. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is gouging on the inner cutter cutting edge. The root cause for the cut failure is the gouging on the inner cutter. How or when the inner cutter became damaged cannot be determined. Because the exact root cause for the damaged inner cutter is unknown, specific action with regards to this complaint cannot be taken. The probe would not have been shipped in the condition it was received. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A customer reported that the probe did not cut during a vitrectomy procedure. The issue was resolved by replacing the product. The procedure was completed without harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).